Event description:
When the device was used during a procedure for prolapse and hemorrhoids, the surgeon noticed a small bleeder in the right anterior quadrant. The surgeon used a chromic suture on the area. Later that afternoon the patient came back with 500cc of blood clots and with a total blood loss count of 1000cc. Surgeon could not find the source of bleeding so he over sewed the entire staple line. Patient is doing fine.